Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) manifold leaks were detected. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. The stm that encountered the issue replaced the drive manifold assembly ((B)(4)). The fse checked operation of the unit. The iabp was then suitable for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a